Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the disposable device would not pass the cavity integrity assessment test (cia) and the tubing was filled with blood. A second device was opened and while the tubing was clear it also did not pass cia. A hysteroscopy was done and the physician noted a perforation. No additional information was received.

Manufacturer narrative:
The returned device was received and tested. Blood was noted in the tubing, but the device performed as intended and passed all functional testing. No visual imperfections were noted with the device electrode array.